Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the distributor followed up with the surgeon and the surgeon did not recall any additional details beyond what was initially reported. The surgeon confirmed that there was no harm caused to the patient since the tool did not engage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was connected to the generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cable on an in-house system and passed the energy delivery test. The instrument was fully functional. An additional finding not reported by the site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure during the insertion of the instruments at the beginning of the surgery, the surgeon tried to connect the fenestrated bipolar forceps instrument to the system several times, but was unsuccessful. The customer then used a backup instrument of the same type. The procedure was completing as planned with no reported injury.